Event description:
It was reported to philips that the system failed to boot due to defective geo ipc module on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo ipc ivybridge with zmp can and io module and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).